Event description:
The customer reported that the patient had a reaction to the fresh frozen plasma (ffp) used during a therapeutic plasma exchange (tpe) procedure. The patient developed erythema after ffp was administrated. The patient information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, plasma replacement reactions may occur in approximately 7.8% of procedures, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The spectra optia system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the spectra optia system and the donor and/or patient. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to ffp as a replacement fluid.

Event description:
No medical intervention was required for this event.